Event description:
It was reported that the patient had a resolute integrity rx drug eluting stent implanted during a procedure. However, it was reported that the physician believes the patient may be having an allergic reaction to the stent. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (root cause of event is undetermined, limited information), inherent risk of procedure (allergic reaction). Evaluation conclusion: no conclusion can be drawn (root cause of event is undetermined, limited information). (B)(4).